Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to unconsciousness. The patient was reanimated and the device interrogated with two fault codes observed. Technical services reviewed data confirming the codes were indicative of a shorted shock condition and a charge time out (ie extended charge). The patient remained hospitalized pending a system explant. The associated right ventricular lead information has been confirmed to be a non boston scientific product.

Event description:
Subsequent information was received that the patient passed away. No cause of death was communicated; however it was stated the unit would be explanted and returned.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2018, due to a lung infection, cardiac decompensation, and respiratory insufficiency. The referenced device and the associated leads remained implanted at the time of the patients death. The patient was subsequently cremated and the physician indicated that the device was unable to be retrieved for returned product analysis.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to unconsciousness. The patient was reanimated and the device interrogated with two fault codes observed. Technical services reviewed data confirming the codes were indicative of a shorted shock condition and a charge time out (ie extended charge). The patient remained hospitalized pending a system explant. The associated right ventricular lead information has been confirmed to be a non boston scientific product. It was later reported that patient passed away.